Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) came out of the pocket and the patient pushed the device back in. The icm patient experienced an infection and was treated with antibiotics. The icm was removed. No further patient complications have been reported as a result of this event.